Manufacturer narrative:
(B)(4). Results of investigation: carefusion has received the device and are in the process of evaluating the unit. Once the results of investigation become available, a follow-up medwatch report will be submitted.

Event description:
It was reported by the customer that the ventilator is auto cycling. There was no report of any patient harm associated with this complaint.

Manufacturer narrative:
Results of investigation: carefusion was unable to duplicate the customer¿s reported issue. All testing were performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 96 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.